Event description:
The customer reported that the system's left monitor would go blank intermittently outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.